Event description:
The iab was inserted into the pt without difficulty on 12/3/97 at 1255 hours and the pt was taken to the or. The iab was found by the perfusionist to be clotted in the central lumen. The iab was removed and another iab was inserted before CABG was started. On 12/16/97, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: none from the event - reported 12/8/97.) (Pt's current status: unk - rpt'd 12/8/97.)